Manufacturer narrative:
H6: broken ceiling suspension column manufactured by mavig.(a competitor).

Event description:
The nurse was loading the injector for an injection when the arm fell from the ceiling suspension system. The post on the suspension system snapped off and hit the nurse in the head, causing a headache and large bump.